Event description:
Information was received from a patient's representative regarding an external device.  The reason for call was caller said that patient was admitted to the hospital for an MRI and the controller would not hold a charge, however, caller provided contradictory information and said that the controller was charged. Caller also said that the controller would shut off and would exit MRI mode. Caller said that they met with the representative on (B)(6), and the representative said that the battery pack needed to be replaced.  Caller stated the controller has been shut off and unresponsive since friday. Caller noted a rep was with them and said the battery pack needs to be replaced. Agent had caller remove the controller battery and connect the controller to the ac power supply. Caller confirmed the controller powered on; caller saw "memory problem." Agent had caller set the date/time and reinsert the battery pack. Caller did not see the green charging light on the controller. Caller would move the ac power supply cord and noticed in some positions the green light began to flash on the controller and sometimes it was solid or gone completely. Caller stated the screen stayed on. Caller disconnected the ac power supply and the controller powered off. An email was sent to repair to replace the battery pack and ac power supply. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.